Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. Upon investigation, the wires in the distribution node were found to be broken. The root cause for the broken wires was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.